Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch-(B)(4). Since we received neither the faulty sample nor an image showing the defect, no investigation of the sample is possible. We contacted the customer and asked for more details and the defective sample. Unfortunately, the customer doesn't have the defective product to return. Therefore, this complaint cannot be confirmed, and the root cause of this issue cannot be identified. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - for babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. A review of the component batch history records was conducted, and no deviations were identified. All batches complied with their specifications and were released accordingly. Each catheter is leak and flow tested during production. The tensile force of the catheter and set components are randomly checked as part of the production process. Incoming goods inspections and two 100% visual tests after packaging are also conducted during production. A two-year review of vygon USA's complaint data indicates that this is the first reported complaint regarding this issue associated with lot 22f034d. Corrective action: due to the missing sample and further information, the root cause of this issue could not be confirmed and identified. Therefore, no further corrective action was initiated by quality management.

Event description:
Infant was here for "failure to thrive" due to meningoencephalitis from herpes simplex- PICC [peripherally inserted central catheter] line leaking under the insertion site- provider tried to pull back with a syringe to check patency of the line- air was obtained in the syringe with zero blood return noted- provider attempted to flush the line and immediately discovered a pinpoint hole in the PICC line next to the hub on the outside of the body- began to remove PICC line and pulled back to about 7 cm outside of the body and tension was noted in the line as it was being removed, so stopped effort due to tension- kub [kidney, ureter, and bladder xray] with leg included obtained and PICC tip which was still 13 cm inside the leg- baby was transferred to a higher level of care where the line was safely removed using interventional radiology- the higher level of care facility regained access to continue the antibiotic therapy, and the infant was transferred back to our facility to finish the treatment plan- no long term harm occurred.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch-(B)(4). The product was initially reported as ams-8108-1 (vygon neonatal PICC tray). After contacting the customer to verify the reported code, it was confirmed that the correct code was 1261.203g (premicath), lot number 22f034d, not ams-8108-1. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Infant was here for "failure to thrive" due to meningoencephalitis from herpes simplex- PICC [peripherally inserted central catheter] line leaking under the insertion site- provider tried to pull back with a syringe to check patency of the line- air was obtained in the syringe with zero blood return noted- provider attempted to flush the line and immediately discovered a pinpoint hole in the PICC line next to the hub on the outside of the body- began to remove PICC line and pulled back to about 7 cm outside of the body and tension was noted in the line as it was being removed, so stopped effort due to tension- kub [kidney, ureter, and bladder xray] with leg included obtained and PICC tip which was still 13 cm inside the leg- baby was transferred to a higher level of care where the line was safety removed using interventional radiology- the higher level of care facility regained access to continue the antibiotic therapy, and the infant was transferred back to our facility to finish the treatment plan- no long term harm occurred.